Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went out then rebooted itself and when it came back up, it displayed an "operating system not found" error message. They were provided with new hard disk drives (hdds) to resolve the issue. No patient harm was reported. Investigation summary: based on the information reported, nihon kohden (nk) was able to confirm the reported issue, but was unable to determine a definitive root cause, as the issue is user dependent and the hdds and/or the device was not returned for evaluation. However, it is possible that the hdds were damaged (either due to a user error, wear and tear, or physical damaged), leading to the reported display of the error messages. Although nk was unable to determine a definitive root cause of the issue, some potential causes of hard drive failures and app advisory error messages were identified. When the cns experiences a power loss, it can be caused by a variety of events. These events include user related ungraceful exits or unexpected shutdowns, power outages, generator tests, uninterruptible power supply (failure) or power failure and/or power surges. These are environmental factors impact device functionality and cause damage to sensitive hard drives and lead to hard drive failures. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that the central nurse's station (cns) went out then rebooted itself and when it came back up, it displayed an "operating system not found" error message. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) went out/rebooted itself and when it came back up, it was giving them a "operating system not found" error. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) went out/rebooted itself and when it came back up, it was giving them a "operating system not found" error. No harm or injury was reported.